Manufacturer narrative:
H10: the actual device was available. The visual inspection with naked eye of the product showed the product wet. A leak test of the dialysate side was performed and a leak was observed. The reported condition was verified. The cause was a defective welding zone. The process parameter for the product were reviewed and no conspicuousness could be found. The cause of the defective welding zone could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a revaclear 400 dialyzer, a dialysate leakage was observed at the ¿edge of gluing where dialysate hose is switched on¿. There was no patient injury or medical intervention associated with this event. No additional information is available.